Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3889-28, lot # va0tjd5, product type lead. (B)(4).

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor. The patient reported that their device was causing pain so they had it replaced. The patient noted that they could not figure out if the lead was defective, placed wrong, or if the battery pack was the issue. The patient stated that they went to have it reprogrammed and told the rep that it was causing pain. The patient noted that in (B)(6) 2015 they had a new lead and battery pack put in but the old lead was not taken out. No further complications were reported or were expected.